Event description:
Pt underwent MRI procedure while under IV sedation, with ECG monitor utilized. Upon completion of procedure third degree burn noted under sternal electrode pad and first and second degree burns to left upper chest wall under electrode pads upon electrode pad removal.